Event description:
Physician first tried a 12/10mm pda device, which slipped through the pda defect. The physician then tried a 10mm amplatzer septal occluder to occlude the defect. The device ended up embolizing while the patient was still in the cath lab, so he retrieved it percutaneously and attempted a 12mm aso. However, two hours later, when the patient was in the recovery room, that device embolized as well. So the physician brought the patient back into the cath lab, and implanted a 16mm aso. The patient experienced hemolysis for two days following the procedure, but is doing fine now.

Manufacturer narrative:
This report is for device two of two. See MFR. Report #2135147-2006-00055 for device one. Device examination by aga medical's senior research and development scientist found no abnormalities. Investigation verified the device met dimensional specification. The amplatzer septal occluder is a percutaneous, transcatheter, atrial septal closure device intended for the occlusion of atrial septal defects in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration (IFU section 2). Device embolization with percutaneous removal is a known adverse event (IFU secton 6.3.1).